Manufacturer narrative:
H3: analysis of product ID: cd9000, serial# (B)(6), product type: multiple therapy. Product ID: wr9200, serial# (B)(6), product type: recharger. Analysis found a software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue resolved with a recharger replacement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID wr9200 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no response from the wireless recharger, even when the recharger button was pressed. Patient confirmed that the power light was off and the three battery lights were blinking in turn. The possible contributing factors are unknown. The device was reset, but the battery lights continued to blink. Even when the device was put on the docking station, the three battery lights still blinked. The charge was completed at 50% yesterday morning, the stimulator battery was at 0%, and the stimulation was off, but there were no issues with the implantable neurostimulator (ins). The issue was not resolved at the time of this report. No symptoms were reported.